Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxace-25 sn (B)(4) implanted (B)(6) 2017 explanted (B)(6) 2018 and replaced with onxace-27/29 sn (B)(4). Clinical note: the patient is a (B)(6)-year-old male who has had multiple previous operations for aortic valve disease. His initial presentation was a bicuspid aortic valve with endocarditis. Following his prosthetic mechanical valve replacement, he had prosthetic valve endocarditis with the extensive root abscess. I had performed a reconstruction of that with another mechanical valve implant. He had dehiscence on one segment of the valve and was followed by another episode of reoperation followed six months later by dehiscence. He was taken to the operating room this time around for re-replacement of the aortic valve. Description of procedure: the patient was placed on the operating table in the supine position and was prepped and draped in the usual fashion for a median sternotomy. We first obtained access in the right femoral artery and vein with #5 french sheaths. Next, we made an incision in the midline over the previous scar. We removed the previous sternal wires and using oscillating saw to enter the sternum without complication. We dissected out the heart and pericardial cavity. A small hole was made in the right pleura and we suspended the pericardium with silk sutures. The dissection was reasonable with no significant complications. We cannulated the distal ascending aorta with a #20 eopa cannula and we placed a two-stage venous cannula through the right atrial appendage. Once the activated clotting time (act) was greater than 400, cardiopulmonary bypass was initiated. A retrograde coronary sinus catheter was inserted and a vent was inserted through the right superior pulmonary vein. The aorta was crossclamped and retrograde cardioplegia was begun. We noted on transesophageal echocardiography (tee) prior to going on cardiopulmonary bypass that the leak originated primarily from the posterior portion of the annulus. This was mainly in the noncoronary cusp region. We performed our aortotomy and inspected the aortic valve. Commissural retraction sutures were applied. We gave supplemental dose of cardioplegia directly through the coronary ostia. We then inspected the valve. The dehiscence was indeed in the posterior segment and we noted that these sutures appeared to have pulled through in a few areas. We resected the entire valve. We noted that the fibrous portion of the annulus was lower than our previous implant site. We tested that area to see what the quality of the tissue would be. The quality of the tissue in that area was quite robust. The remaining circumference of the valve had been intact. We placed felt reinforce pledgeted #2-0 ethibond sutures in an everting fashion along the posterior portion of the annulus. This covered the entire fibrous portion so approximately 55 to 60% of the annulus was reconstructed with #2-0 ethibond large needle pledgeted sutures. Next, we used non-pledgeted sutures on the other segment. Also, when we sized the valve, we noted that there was room to potentially increase the size and therefore we chose a #27, 29 on-x valve. The sutures were then passed through the on-x valve which was parachuted down and tied into place. Our aortotomy had been a little bit close to the right coronary artery and therefore we had noticed a small tear around the right coronary ostium. Once our valve was implanted and sutures tied, we tested to ensure that there was no paravalvular leak and there did not appear to be any palpable or noticeable leaks. We then closed the aortotomy with #4-0 prolene suture and we reconstructed the tear around the right coronary with a #6-0 prolene suture. The heart was de-aired and the crossclamp was removed. Pacing wires were placed in the right ventricle. We resumed normal sinus rhythm right away and after some time of reperfusion, we weaned the patient off cardiopulmonary bypass. The venous line and vents were removed. Once we had weaned the patient off cardiopulmonary bypass, we examined the valve function with a tee. There was no aortic insufficiency except for the washing jets of the on-x valve. There was good biventricular function. We gave protamine and the surgical sites were packed. Once we were happy with the hemostasis, the pericardium was closed and the sternum was closed with number 7 wires. The subcutaneous tissue was closed with running layers of vicryl and the skin was closed with monocryl suture. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Event description:
According to initial reports, onxace-25 sn (B)(6) implanted (B)(6) 2017 explanted (B)(6) 2018 and replaced with onxace-27/29 sn (B)(6). Clinical note: the patient is a 38-year-old male who has had multiple previous operations for aortic valve disease. His initial presentation was a bicuspid aortic valve with endocarditis. Following his prosthetic mechanical valve replacement, he had prosthetic valve endocarditis with the extensive root abscess. I had performed a reconstruction of that with another mechanical valve implant. He had dehiscence on one segment of the valve and was followed by another episode of reoperation followed six months later by dehiscence. He was taken to the operating room this time around for re-replacement of the aortic valve. Description of procedure: the patient was placed on the operating table in the supine position and was prepped and draped in the usual fashion for a median sternotomy. We first obtained access in the right femoral artery and vein with #5 french sheaths. Next, we made an incision in the midline over the previous scar. We removed the previous sternal wires and using oscillating saw to enter the sternum without complication. We dissected out the heart and pericardial cavity. A small hole was made in the right pleura and we suspended the pericardium with silk sutures. The dissection was reasonable with no significant complications. We cannulated the distal ascending aorta with a #20 eopa cannula and we placed a two-stage venous cannula through the right atrial appendage. Once the activated clotting time (act) was greater than 400, cardiopulmonary bypass was initiated. A retrograde coronary sinus catheter was inserted and a vent was inserted through the right superior pulmonary vein. The aorta was crossclamped and retrograde cardioplegia was begun. We noted on transesophageal echocardiography (tee) prior to going on cardiopulmonary bypass that the leak originated primarily from the posterior portion of the annulus. This was mainly in the noncoronary cusp region. We performed our aortotomy and inspected the aortic valve. Commissural retraction sutures were applied. We gave supplemental dose of cardioplegia directly through the coronary ostia. We then inspected the valve. The dehiscence was indeed in the posterior segment and we noted that these sutures appeared to have pulled through in a few areas. We resected the entire valve. We noted that the fibrous portion of the annulus was lower than our previous implant site. We tested that area to see what the quality of the tissue would be. The quality of the tissue in that area was quite robust. The remaining circumference of the valve had been intact. We placed felt reinforce pledgeted #2-0 ethibond sutures in an everting fashion along the posterior portion of the annulus. This covered the entire fibrous portion so approximately 55 to 60% of the annulus was reconstructed with #2-0 ethibond large needle pledgeted sutures. Next, we used non-pledgeted sutures on the other segment. Also, when we sized the valve, we noted that there was room to potentially increase the size and therefore we chose a #27, 29 on-x valve. The sutures were then passed through the on-x valve which was parachuted down and tied into place. Our aortotomy had been a little bit close to the right coronary artery and therefore we had noticed a small tear around the right coronary ostium. Once our valve was implanted and sutures tied, we tested to ensure that there was no paravalvular leak and there did not appear to be any palpable or noticeable leaks. We then closed the aortotomy with #4-0 prolene suture and we reconstructed the tear around the right coronary with a #6-0 prolene suture. The heart was de-aired and the crossclamp was removed. Pacing wires were placed in the right ventricle. We resumed normal sinus rhythm right away and after some time of reperfusion, we weaned the patient off cardiopulmonary bypass. The venous line and vents were removed. Once we had weaned the patient off cardiopulmonary bypass, we examined the valve function with a tee. There was no aortic insufficiency except for the washing jets of the on-x valve. There was good biventricular function. We gave protamine and the surgical sites were packed. Once we were happy with the hemostasis, the pericardium was closed and the sternum was closed with number 7 wires. The subcutaneous tissue was closed with running layers of vicryl and the skin was closed with monocryl suture. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
Correction: model number onxace-25. The manufacturing records (attached) for the onxace-25 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxace-25 sn (B)(6) implanted (B)(6) 2017 in aortic position, explanted and replaced (B)(6) 2018 (176 days post-implant) by onxace-27/29 sn (B)(6). The patient is a 39-year-old male who has undergone multiple aortic valve operations. This is his fifth aortic valve operation (fourth reoperation). His initial valve disease etiology was bicuspid valve with infectious endocarditis. At each reoperation, the diagnosis is paravalvular leak (pvl, represented on echocardiography as aortic valve insufficiency). Upon observation of the valve condition at surgery, a dehiscence is noted, i.e. The valve has separated from the annular tissue to which it was anchored with sutures. Of note, this latest op report also states that the valve selection was upsized from 25mm to 27/29mm. There were no immediate postoperative events and the patient was transferred to the recovery room in stable condition. Endocarditis is the precipitating event leading to deterioration of the annular tissue and consequent loss of attachment by the sutures connecting the valve to it. With the detachment, some of the blood was able to move around the valve during diastole (regurgitation) rather than being obstructed by a closed valve. There is no indication that the valve itself failed to function as designed. Additionally, on-x prosthetic heart valves are sterilized by a validated terminal sterilization method; the risk of introduction of bacteria into the surgical site by the product itself is exceedingly unlikely. Root cause for this event is loss of attachment to deteriorated annular wall as a consequence of infection (endocarditis) resulted in severe aortic insufficiency via paravalvular leakage. There is no indication that the on-x valve itself failed to function and perform as designed. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.